Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after removing air from the cartridge the customer was unable to inject insulin into the cartridge. The contact used a new cartridge and the issue reoccurred. The contact changed out the needle and the issue was resolved. There was no impact to the customer's blood glucose level.